Manufacturer narrative:
Device evaluation indicated that the lead s/n (B)(4) passed mechanical testing performed. Analysis for lead sc-2316-50 s/n (B)(4) confirmed the complaint. Visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. This appears to have been caused by fatigue possible coupled with postural changes. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables are still contained inside the lead body. A review of the manufacturing documentation for the ipg sc-1132 s/n (B)(4) and lead sc-2316-50 s/n (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pocket discomfort. The physician assessed that the ipg was too close to the skin¿s surface. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing pocket discomfort. The physician assessed that the ipg was too close to the skin¿s surface. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing pocket discomfort. The physician assessed that the ipg was too close to the skin¿s surface. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit 50cm. Additional information was received that high impedances were detected and a lead was explanted due to physician suspected malfunction. The patient was doing well following the procedure and had good coverage in the pain areas.

Manufacturer narrative:
.